Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, there was no foreign material exiting from the device channels. The customer suspicion of foreign material exiting from the channel was not confirmed. Other observations for the device are: distal end rubber coating (a-rubber) has wear, distal end has crack, and light guide lens has a crack. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for an annual inspection with the possibility that there was foreign material exiting from a channel. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was considered to have been due to physical stress by being hit, dropped, or the like - this could not be further presumed from the information obtained for from this investigation. The suggested event is considered preventable because the instructions for use (IFU) (operation manual) states as follows: ¿important information: please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.